Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer the cardiosave intra-aortic balloon pump (iabp) unit had battery will not charge issue. There was no patient involvement reported.

Manufacturer narrative:
Inv needs to be reopened. Due to character limit in the e1 section, the full initial reporter name is (B)(6). Updated fields: b4, d9, e1-event site email address, g1-contact person at mfg site, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. Corrected fields: e1-initial reporter name, e3, h6-medical device problem code. A getinge field service engineer (fse) evaluated the unit and was unable to replicate the reported failure, but the logs showed problem had happened. The fse replaced power management board and slot interface board (0997-00-1189). The fault was verified in the battery error logs so the engineer recommended replacing those parts. Device passed all functional and safety tests according to factory specifications. Device was returned to the customer and cleared for customer use. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received part number 0997-00-1189 and 0670-00-1162 with a reported unit failure of the battery not charging and the unit switching intermittently between ac power and battery. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures were confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The most probable root cause for the reported issue of "battery will not charge" per the dfmea is component reliability for pn-0997-00-1189 and interface compatibility for pn -0670-00-1162.

Event description:
N/a